Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of noise on the surface electrocardiogram (ECG) however cracked solder was found on the ECG connector and the link electronic module board was replaced and calibrated as a preventive measure. The hard drive was reconfigured and the software was reloaded and updated. It was further noted that the system fan was noisy and therefore replaced and that the power supply and lower case were replaced due to signs of corrosion. The device passed final functional and system tests and no other anomalies were found.

Event description:
It was reported that the programmer was displaying noise on the surface electrocardiogram (ECG), even when the leads were replaced. The programmer has been returned to service. No patient complications have been reported as a result of this event. The programmer subsequently tested out of specification during manufacturer's analysis.